Event description:
Per the clinic, the patient experienced intermittency and subsequent loss of sound perception and connection to the internal device. The patient's device usage was reportedly low due to frequent coil off associated with head movement while in the wheelchair. Troubleshooting attempts were made; however, the issue could not be resolved. There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains.